Event description:
It was reported that noise leading to oversensing and high pacing impedance was observed on the right ventricular (rv) lead. Conductor fracture was suspected but was not confirmed visually during diagnostic imaging. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.